Manufacturer narrative:
Device code relates to problem code for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2017. According to the complainant, during the procedure, the balloon was unable to deflate enough to be removed from the endoscope. They had to cut a hole in the balloon to drain the sterile water; however, the balloon was still not able to pass through the scope. Reportedly, the distal portion of the catheter was manually cut and then removed from the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.